Event description:
During cup impaction of a recent tha case, we resulted in having acetabular fractures. Surgical delay > 30 minutes. Case type / application: tha. Update 01/april/2022: per mps: please provide details as to all measures taken to address the acetabular fractures: plating the posterior acetabulum wall. Further fractures were not discovered until later on. It was reported the shell was part of the fracture event implanted but removed the following day for a revision cup. Update: it has been reported that implant malposition did not cause or contribute to this event. It has been reported too much force or oversized cup lead to this. (Periprosthetic fracture only) it has been reported that no bone pin holes have caused or contributed to this event. Update 14/april/2022: per mps: intra-operatively on (B)(6) 2022, a distal femoral fracture had also been noticed via c-arm. On (B)(6) 2022, the patient was revised to competitor acetabular components, restoration modular proximal body, femoral head, and three cable and sleeve sets.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.